Event description:
The implantable neurostimulator turned off by itself in 2009 and the pt was unable to restart therapy. Two days later, the stimulator turned back on by itself. A field representative interrogated the device four days later . There was no power on reset message. Impedances were greater than 4000 ohms on all bipolar pairs involving electrode 4. The device was reprogrammed. Based on the print out of the lesion, there were not activations of the device since three months prior to event date. The pt recovered without sequela.